Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. All electrical testing was within specified parameters.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2004. (B)(4) product event summary: performance data was collected from the device and analyzed. There was high impedance noted on the lead. The lead integrity alert (lia) triggered on (B)(6) 2010. An out of tolerance subthreshold lead impedance was recorded on (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead had oversensing on the electrogram (egm). The lead was explanted and replaced. During the extraction, the patient's blood pressure decreased. No patient complications have been reported as a result of this event.